Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this left ventricular lead was explanted and replaced due to a fracture. The fracture was attributed to a finishing wire that had been cut and abandoned inside the lead at implant 15.6 months previous. The lead and wire were cut into four pieces during the explant procedure and subsequently discarded at the explanting facility. The patient also had another manufacturer's subcutaneous lead array explanted during the same procedure due to a fracture.